Manufacturer narrative:
Cassette with tubing: according to the device history record review, the product was released according to the product¿s acceptance criteria. The returned sample was visually and functionally tested and passed testing. The sample was tested using a console with the latest software. The sample was recognized, primed and tuned successfully. In addition, it reached maximum vacuum. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4). The final customer lot was identified. According to the device history record review, the product was released according to the product¿s acceptance criteria. The phacoemulsification tip was not returned for no sculpting. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported when the ophthalmic surgeon went to continue sculpting, she was unable during an ophthalmic procedure on a left eye. The issue was resolved when the phacoemulsification tip was changed on the hand piece. The procedure was completed with no harm to the patient. The tip was not retained. No additional information is expected.